Event description:
Consumer called stating that the brakes on the 9sl manual wheelchair allegedly did not catch.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model 9sl, serial number/date (B)(4) is approximately 1 year 6 months old. The owner's manual part number 1056953 rev p (nov-10), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer, who resides at (B)(6), an assisted living center, called stating that the brakes on his 9sl manual wheelchair allegedly didn't catch causing him to allegedly fall out of the wheelchair. The 9sl is a manual wheelchair that does not have brakes, consumer may be referring to the wheel locks on the chair. Invacare consumer affairs is attempting to contact the consumer for additional information as it is alleged that the consumer fell from the wheelchair, sustaining a cut to his chin and right leg. The facility cleaned his wound and applied a band aid. It is unknown if the consumer was wearing a seat positioning strap of seat/chest strap. The owner's manual states a warning on page 20, "always wear your seat positioning strap. In as much as the seat positioning strap is an option on this wheelchair (you may order with or without the seat positioning strap), invacare strongly recommends ordering the seat positioning strap as an additional safeguard for the wheelchair user. The seat positioning strap is a positioning strap only. It is not designed for use as a safety device withstanding high stress loads such as auto or aircraft safety belts. If signs of wear appear, strap must be replaced immediately. With regards to seat/chest positioning straps - it is the obligation of the (B)(4) dealer, therapists and other healthcare professionals to determine if a seat/chest positioning strap is required to ensure the safe operation of this equipment by the user. Serious injury can occur in the event of a fall from a wheelchair." The owners manual also states a warning on page 25, "do not shift your weight or sitting position toward direction you are reaching as the wheelchair may tip over. Do not attempt to reach objects if you have pick them up from the floor by reaching down between your knees." Page 33 states to inspect the wheel locks on a weekly basis, "ensure that the wheel locks prevent the wheelchair from moving when engaged." The consumer's weight was reported as (B)(6). The weight limitation for the 9sl is 250 pounds, as listed on a label on the wheelchair and on page 10 of the owners manual. Consumer is within the limitation.